Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. During testing the device failed a test step related to the system board. The device were returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was resistance caused by the blower. The blower needs to be replaced to address the issue. The device will be returned to the third party service center for service.